Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure that the maryland bipolar forceps (mbf) instrument had damaged conductor wire insulation. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information: the black insulation was damaged with no exposed wire, the wire was intact. There was no loss of cautery as a result of the failure. There was no arcing, sparking or thermal damage as a result of the failure. No material detached/broke off from the portion of the device that enters the patient. There was no patient injury. No images were available for review.